Event description:
It was reported the patient was experiencing redness and pus at his scs ipg site following his permanent implant procedure. The patient planned on following-up with his physician as he has a previous history of (B)(6). Additional information received identified the patient's redness and pus at the ipg site have reportedly resolved, and the patient is doing well.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.